Event description:
Fhc technician in (B)(6) reported that while she was in attendance at the dbs surgery in (B)(6), the surgery started off well with the first side but when the surgeon moved to the second side of the brain, the pt experienced an extreme anxiety event and attempted to remove the surgical equipment from their body.

Manufacturer narrative:
Microtargeting electrodes are single use sterile devices used in microelectrode regarding (mer) procedures with known adverse events but not one as was experienced during this surgery event. The surgeon did not indicate that any of fhc's equipment contributed to the pt's reaction and also added that additional tests performed on the pt demonstrated that the pt may have experienced an anxiety syndrome caused by medications within the anesthesia that may have been a contributing factor.